Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No qualification records were reviewed because no product lot number was reported. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and advises "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg) at least 4 to 6 times a day (when you wake up, before every meal, and before going to bed), whenever your blood glucose has been running unusually high or low, and if you suspect that your blood glucose is high or low."

Event description:
The customer reported that last week her blood glucose read "high check for ketones!" (>500 mg/dl) last week and when she removed the device, the cannula was kinked. She saw her hcp due to an illness unrelated to the pod and her device settings were changed at that time. She stated that this occurred four times, all four pods were discarded and she cannot remember when exactly the incidents occurred.